Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an magnetic resonance imaging (MRI) scan the patient experienced rapid atrial fibrillation (af) commencing mid scan which was suspected to be related to the asynchronous atrial pacing of the implantable pulse generator (ipg) programmed slower than their sinus rate during the scan and this does fit with the patient's experience of a sudden increase in heart rate about halfway through the scan. The right atrial (ra) lead was also noted to be likely undersensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that ra lead was not undersensing as it was programmed aoo for the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.